Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during bolus that could not be cleared. It was reported that the customer was not using the sensor feature of the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.